Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 of bd ultra-fine¿ ii short needle insulin syringe label was missing lot and expiry date. The following information was provided by the initial reporter, translated from vietnamese to english: lack information of lot and expiry date.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (4) photos consisting of multiple 0.3ml syringe 30g 8mm polybags, reporting polybag label information missing. The photos were visually examined and no issues regarding polybag label information were observed. Based on the photos provided, embecta was not able to confirm the reported failure. The root cause could not be determined because the issue could not be confirmed. A review of the device history record was completed for batch#2227439. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 100 of bd ultra-fine¿ ii short needle insulin syringe label was missing lot and expiry date. The following information was provided by the initial reporter, translated from vietnamese to english: lack information of lot and expiry date.